Event description:
Reference MDR #1219856-2012-00005 for the first event involving the same patient. It was reported that the event involved a male patient while in the iccu (intensive cardiac care unit). During the night of (B)(6) 2012, the staff noticed there was blood in the iab "hose." It was stated that there was no detection of this incident on the intra-aortic balloon pump (iabp). However, there was no paper in the iabp, therefore there is no registration of this event. An x-ray was performed and confirmed a good inflating and deflating of the balloon itself. The tip was also in the correct position. There was no report of patient death or complications. Medical/surgical intervention required was noted as removal of the intra-aortic balloon (iab). It is unknown if there was a delay or interruption in therapy. The patient outcome is the patient was operated on and is still on the iccu.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.